Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was no problem detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. No further escalation is required. In addition, the following reportable malfunctions were identified during the device evaluation: a cut on pink probe was observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a missing (ke) adhesive around forceps and ke around screw on pink probe. There was no patient involvement.